Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(4). Device evaluation: visual inspection with the unaided eyes shows the product is cut in pieces, most probably to make remove and replacement possible. Considering the condition of the lens, additional analysis is not possible. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and the devices were manufactured within specifications. The units were released according to specification. A search on complaints history revealed no other complaints for this production order number has been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00, 24.5 diopter intraocular lens (iol) had to be removed from a female patient's left eye (os) after it was implanted due to patient having weak zonuales. There was an incision enlargement and a suture was used. The removed lens was replaced during the same procedure with an anterior lens from another company. It was noted that the patient is doing fine and there was no injury reported. No further information was provided.